Event description:
It was reported the patient was not able to adjust stimulation and a ¿call your doctor¿ icon with an out of regulation (oor) message was displayed. The oor condition happened ¿a couple of times earlier today.¿ the patient was switched from group a to group b and they were doing better. Follow up with the manufacturing representative indicated the patient was fine and no changes were made.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3387-40, lot# j0511362v, implanted: (B)(6) 2005, product type: lead; product ID 3387-40, lot# j0333858v, implanted: (B)(6) 2005, product type: lead. (B)(4).